Event description:
It was reported that the patient felt a jolt the other week when going to court while they took a wand to check before going through security. It also set off an alarm at a store. Follow-up was performed to determine if any troubleshooting had occurred, ifa cause had been determined, if any intervention was needed, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).